Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using a bd autoshield duo¿ pen needle insulin was unable to be delivered. Due to type ii diabetes, I used the disposable self-destructing injection pen for routine insulin injection at 8 o 'clock on october 25. During the injection, I found that the insulin injection pen button was not pressed, so insulin could not be injected. After examination, the nurse found that the insulin pen was not faulty, so she replaced the tip of the insulin injection needle and re-injected insulin to the patient. At 8:10, insulin was successfully injected to the patient.